Event description:
Surgeon (dr. (B)(6)) reported that he has had two post-op hematomas from panniculectomy procedures recently and he feels that the plasmablade is the cause (patient 2 of 2). The post-op hematoma required evacuation and the hematoma was resolved with no further complications.

Manufacturer narrative:
Product event # (B)(4). Method: facility disposed of device. Device is not available for return and inspection. Results: facility disposed of device. Device is not available for return and inspection. (B)(4).